Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty high voltage cable. System operates as intended.

Event description:
It was reported that there was a white line through the image and the collimator leaves all the way in. No patient injury was reported.